Manufacturer narrative:
(B)(4). The device was received for analysis. Mfg date: 05/04/2018. Based on the investigation conducted under CAPA(B)(4), it was determined that the user instruction (e.g. The surgical technique) was not adequate to inform the surgeon of the appropriate use of the reamer. The foreseeable misuse of the glenoid reamer that could result in fracture of the pilot tip are: 1) if the user applies a bending moment to the pilot tip during reaming, which would ream the glenoid asymmetrically and apply a torque to the pilot tip, potentially leading to fracture. 2) if the user applies a bending moment to the pilot tip by using the glenoid reamer to retract the humeral head to help gain exposure and access to the glenoid, which would apply a torque to the pilot tip, potentially leading to fracture. The risk documentation was lacking specific failures for this type of defect for these instruments. In addition, the surgical technique was not providing information to the user of the instrument that reaming off axis can damage or break the instruments. Additionally, the surgical technique did not provide adequate instruction to the user. As part of CAPA(B)(4), the following corrective actions were taken: 1. The surgical technique was updated to advise surgeon to avoid applying a bending torque to the pilot tip reamer or using the reamer to retract the humeral head as this may cause fracture of the pilot tip ((B)(4)). 2. Update the rmr to include the risk of pilot tip reamer fracture because of bending or its foreseeable misuse as a retractor ((B)(4)). Additionally, per (B)(4), a recall communication was sent to users notifying them of the issue and alerting them to the change in the operating technique ((B)(4)). The issue was re-escalated under (B)(4). The crc determined that no further action was required at this time as this issue will be addressed via the equinoxe ergo instrumentation redesign project. In the new equinoxe ergo instrumentation, the design of the pilot tip reamer is changing. The pilot tip is not on the reamers but on the driver instead (all the reamers are cannulated). The diameter of the pilot tip is also increasing from 2.0mm to 3.2mm. Lastly, the material will change from 440a to 455 stainless steel. See (B)(4). This new ergo instrumentation design will be implemented as part of a phased roll-out, first in the us and then to other markets, beginning in mid-2019. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The broken tip was easily removed, and x ray was used to confirm all pieces were retrieved. CAPA(B)(4), the following corrective actions were taken: 1. The surgical technique was updated to advise surgeon to avoid applying a bending torque to the pilot tip reamer or using the reamer to retract the humeral head as this may cause fracture of the pilot tip ((B)(4). Update the rmr to include the risk of pilot tip reamer fracture because of bending or its foreseeable misuse as a retractor ((B)(4)).

Event description:
It was reported from the us that during an orthopedic surgery the surgeon experiences a broken pilot reamer. The pilot tip on the reamer broke off while reaming the glenoid; the device fragment was removed with a kocher. X ray was taken to prove nothing was left in the patient there was no delay or adverse event to the patient. The agent was present at the time of surgery. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.